Manufacturer narrative:
The referenced device will not be returned as the user facility discarded the device following the procedure. The original equipment manufacture (OEM) performed a review of the device history records (DHR) for the referenced lot number which indicated there was no abnormalities or deviations during production. The subject device was manufactured in calendar week 37 in 2016. Consequently, the hf-cable has been in use for three years. Based on the information available, it is assumed that user error has most likely caused the reported problem. To mitigate the risk of damaging the hf cable, the instruction manual states to, "in order to plug or unplug the cable always pull at the plug. Never pull at the cable." As a preventive measure, the instruction manual provides the following warning and cautions: do not use the hf cable after one year of use. Visually inspect the cable and the plugs for irregularities on the surface. Do not use a cable with brittle or defective insulation. Replace the cable.

Event description:
The manufacture was informed that during a therapeutic procedure, the hf cable sparked and broke apart when the user was removing the hf cable from the generator. There was no patient or user injury reported.